Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo pin connector was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported a precharge voltage error. This error will prevent the sys from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.